Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vich12.1; +4.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 as a replacement lens. It was reported that the doctor did not consider the alteration in refraction that happened when transitioning from the ich model to the vich model. As a result the patient now has a remaining refraction of -0.75 -0.50x85. Lens remains implanted.